Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hemoglobin (hgb) reading was inaccurate with the blood parameter monitor (bpm). The device was not changed out, as this has been an ongoing issue for the customer and they have been using the unit as is. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: this center has reported hgb accuracy issues and this occurs fairly frequently (not isolated) according to perfusionist (ccp). The ccp claims they are gas calibrating per instructions for use (IFU) and color chip test has been successful at boot-up. After the first in-vivo calibration is completed and after each additional in-vivo recalibration is done, the hgb measures slowly drift higher than the laboratory analyzed values. The amount of drift gets worse as the case continues, and has been seen to be reading 2 gm percents higher than the laboratory (ie. Bpm measures hgb of 9 g/dl and laboratory analyzer measures 7.0 g/dl). Since an on-going issue, the bpm hgb data is not trusted and no patient treatment provided based solely on the bpm measures. Due to frequent issues with bpm hgb measurements, more frequent laboratory analysis is performed. Cases completed successfully, without delay and without associated blood loss. No harm has been observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00016. The customer is not planning on sending the unit in per the manufacturer sales representative. They have been told that an upcoming notice of field correction (nfc) should correct this issue.